Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On an unknown date the patient was treated for an abdominal aortic aneurysm with the implant of an ovation ix abdominal stent graft system. On an unknown date in 2022, coiling of the lumbar and mia was performed. Patient status was not provided. In (B)(6) 2023, the patient underwent a fenestration procedure. Patient status was not provided. (Reported under MFR# 3008011247-2025-00039). During a recent routine follow-up, a possible type ia endoleak was reported to be identified by the physician. The physician reported it is possible that an explant procedure will be performed. Patient status was not provided.